Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain and the patient was hospitalized on the same day as onset. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the reported event. Eight days after hospitalization, the patient was discharged from the hospital and was put on intraperitoneal treatment with cefazolin (1 gram daily for 6 hours) and ceftazidime (1500 milligram daily for 6 hours) intraperitoneally for 7 days for the peritonitis. At the time of this report, the patient was recovering from the reported event. The pd therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.